Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2316-50 serial #: (B)(4) description: infinion 1x16 perc lead kit-50 cm model#: sc-3400-30 serial #: (B)(4) description: infinion splitter 2x8 kit (30 cm) model#: sc-4316 lot #: 17294047 description: next generation anchor kit-sterile the explanted devices were not returned to bsn as they were kept by the medical facility. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patients leads had some impedances. It was noted that contacts were out on one of the leads. The patient underwent a revision procedure wherein the ipg, clik anchor and leads were replaced per physicians preference. No device malfunction was suspected. The patient was doing well postoperatively.